Manufacturer narrative:
The reported event that the device had broken leds was confirmed through inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing the led of the device was found to be disassembled. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing the led of the device was found to be disassembled. No patient involvement or procedural delays were reported with this event.